Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. The haptic tore during insertion into the eye. Lens was removed with no pt injury.

Manufacturer narrative:
(B) (4). (B) (4).